Event description:
Was using vent in car and cigarette lighter and vent stop working and will not come back on. No allegations of vent causing harm. Inop alarm was activated. Additional information received from the homecare dealer: states unit is used in an old, small car; air conditioning is frequently used. When decelerating, unit gives power lost alarms.